Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged and the charging cable had to be "wiggled" for it to begin charging. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.